Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device was dropped and the screen is blank and not allowing the patient to change settings. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.

Manufacturer narrative:
In previous report, reporter captured incorrect information in section g and in section h. The following are the corrections made in this report. In section a: patient identifier has been corrected. In section h: (device) problem code grid has been corrected.